Event description:
The customer ordered a patient connector assembly. The replacement of a patient connector assembly could indicate a possible malfunction of the device.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.